Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of ventricular capture was noted via a surface EKG. Dislodgement of the right ventricular lead was suspected. The lead was explanted and replaced.